Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the nurse mistakenly ran d5 in saline as purge solution instead of d5 and water. This caused the motor current, purge flow, and purge pressure to be out of normal ranges. Tissue plasma activator was added to the purge, but the motor current remained elevated. The patient expired after 8.67 hours of impella support.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. The data logs show the pump was turned up to p-9. About 5 minutes after being at a steady p-level, there is a motor current spike, spike in flow and change in the placement signal. The purge pressure continues to rise for around two hours and 20 minutes before "purge pressure high" alarms are triggered. It remains high for four hours, but during this time tpa protocol was started and the purge pressure and purge flows improve. The root cause of the high purge pressure is most likely due to ingested biomaterial. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿.